Event description:
Material#: 305767, lot#: 0237462. It was reported by the customer that the safety came off when cnm went to use needle. Verbatim: rcc received a complaint via email. Email(s) attached. Item: bd eclipse 25 guage needle. Safety came off when cnm went to use needle. Lot number 0237462. 1. Are you able to provide the date of event in format dd-mmm-yyyy? 08/03/2024. 2. Are you able to provide the batch/lot number? 0237462. 3. Was issue being described noted before, or during used? During use. 4. Was there any patient involvement? No. 5. Any adverse events or serious injury reported to patient or healthcare professional? No. 7 was there any delay of, or change in, the course of treatment due to this event? Yes. Need to obtain new product, delaying care. 8. What procedure was being performed? Unknown. 9. What medication was used in the procedure? Unknown. 10. Was there any medical intervention due to this event? No. 11. Does a return shipping label need to be generated? If yes, kindly provide the sender¿s name and address. No. Note: no further information available.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batches. Current control there is a visual inspection on broken cannula catch/cannula lock pin at the safety shield molding in-process inspection; fail hook ID inspection on the eclipse hub molding in-process inspection; activation/locking force functional test, deactivation/unlocking forces functional test and eclipse safety shield inspection at the qa outgoing inspection; and visual inspection of damage pivot pin at the packaging in-process inspection. Actual root cause could not be determined as no sample were received for investigation. The complaint will be re-opened and re-investigated when sample is received.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle eclipse 25x1-1/2 rb safety mechanism failure (eclipse) - tuas the following information was provided by the initial reporter: it was reported by the customer that the safety came off when cnm went to use needle. Verbatim: rcc received a complaint via email. Email(s) attached. Item: bd eclipse 25 guage needle. Safety came off when cnm went to use needle. Lot number 0237462 1. Are you able to provide the date of event in format dd-mmm-yyyy? (B)(6) 2024 2. Are you able to provide the batch/lot number? 0237462 3. Was issue being described noted before, or during used? During use 4. Was there any patient involvement? No 5. Any adverse events or serious injury reported to patient or healthcare professional? No 6. What was the patient outcome? N/a 7. Was there any delay of, or change in, the course of treatment due to this event? Yes, need to obtain new product, delaying care 8. What procedure was being performed? Unknown 9. What medication was used in the procedure? Unknown 10. Was there any medical intervention due to this event? No 11. Does a return shipping label need to be generated? If yes, kindly provide the sender¿s name and address. No note: no further information available.